Event description:
Ous MDR - it was reported that during the implant of this ICD, the shock impedance was too high. The physician replaced this device. The right ventricular lead was reconnected.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected. The follow-up data revealed values of the shock impedance >150 ohms between (B)(6) 2017 and (B)(6) 2017, as mentioned in the complaint description. The available iegms revealed the absence of signal in the far-field channel. The data did not reveal further peculiarities. The header of the ICD was visually inspected. Rests of coagulated blood were found in the df-1 rv header bore as well as on the set screw of the df-1 svc channel. Otherwise no anomalies were observed. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the available data confirmed the clinical observation. The analysis revealed the presence of coagulated blood in the df-1 rv and df-1 svc channels of the device header, which might have led to the clinical observation. No other peculiarities were observed. The device was fully functional. There was no indication of a device malfunction.